Event description:
The facility reported a pump with failure code 16:310. It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 10 2007. Evaluation summary:failure code 16:310 was confirmed. Inspection of the device found that this failure code was caused by a defective user interface module printed circuit board. This part was replaced.